Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced multiple skin infections at abutment site and subsequently was treated with oral antibiotics and a topical steroid. The patient also had skin revision surgery to cauterize the area on two separate occasions. The issue could not be resolved resulting in revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.